Manufacturer narrative:
The date of event on the initial report was incorrect. The correct date of event has been provided with this report. Information has been provided which was not included with the initial report.

Event description:
It was reported via phone call that the customer's insulin pump was over delivering as it was not suspending.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose. Blood glucose was unknown at the time of event. The customer reported experiencing five seizures in the past five days as a result. The customer was treated with glucose for their low blood glucose. The customer's current blood glucose was unknown. The customer stated the insulin pump has not been in suspend. Troubleshooting was not completed for the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08730 inches. Unit was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Threshold suspend alarm feature was programmed to 60 units, device deliver stopped when sensor value was programmed below suspend threshold. The sensor and threshold suspend features working properly. Device received with cracked end cap. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).